Event description:
It was reported during a routine check-up that the cs100 intra-aortic balloon pump (iabp) external ECG was not displaying properly. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked all functions of the machine and found no issue. Connected the ECG of phillips monitor (model number 450 in rr & model number 550 in ot / 02 monitor) with the patient, found ECG is coming on the monitor. Connected the iabp with monitor via interface cable. Check and found that ECG on iabp is similar to each monitor display. Iabp is working okay.

Event description:
N/a